Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a trauma procedure, it was not possible to place the column screws. The drill bumped against the nail. Procedure was completed successfully with an unknown delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the nail was in an overall good condition. Except for some scratches noted near the surface if the second mating hole. Due to the event description and the type of damage, this was most likely originated due to the drill being in contact with the nail. With the available evidence, the complete potential cause can not be determined. Consideration must be given to potential influences such as surgical process or anatomical considerations. Surgical technique se_824700 rev. Ae was reviewed and the following relevant statements were found at page 43: notes: do not exert forces on the aiming arm, protection sleeves and wire guide. These forces may prevent accurate targeting through the locking holes. It is recommended to place the inferior guide wire first and then the superior guide wire. Possible damage if excessive wear occurs, the drill stop can slip, resulting in incorrect drilling depth. Before use: slide the drill stop onto the drill bit. Press on the drill stop with the thumb without pressing the button. If the drill stop moves under pressure, replace it. Do the same test in the opposite direction. If the drill stop moves, replace it. Recommendations: drill only under periodic image intensifier control. While drilling, do not force. Replace drill stops that do not pass the described wear test. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the fem recon nail gt ø12 r l 420 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.033.272s. Lot number:63165p8. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 27 may 2025. Manufacturing site:jabil bettlach. Expiry date: 01 may 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 manufacturer site. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the nail was observed with damaged scratched near the locking screw hole. Due to the event description and the type of damage, this was most likely originated due to the drill being in contact with the nail. With the available evidence, the complete potential cause can not be determined. Consideration must be given to potential influences such as surgical process or anatomical considerations. Surgical technique se_824700 rev. Ae was reviewed and the following relevant statements were found. Notes: do not exert forces on the aiming arm, protection sleeves and wire guide. These forces may prevent accurate targeting through the locking holes. It is recommended to place the inferior guide wire first and then the superior guide wire. Possible damage: if excessive wear occurs, the drill stop can slip, resulting in incorrect drilling depth. Before use: slide the drill stop onto the drill bit. Press on the drill stop with the thumb without pressing the button. If the drill stop moves under pressure, replace it. Do the same test in the opposite direction. If the drill stop moves, replace it. Recommendations: drill only under periodic image intensifier control. While drilling, do not force. Replace drill stops that do not pass the described wear test. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the fem recon nail gt ø12 r l 420 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 04.033.272s, lot number:63165p8, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 27 may 2025, manufacturing site: jabil bettlach, expiry date: 01 may 2035. DHR review retrieved from (B)(4) as the impacted products share the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.